Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was going through the load process of fill tubing and had not seen any insulin. Tandem technical support had customer disconnect from the lure lock and customer stated they were able to see drops of insulin coming from the lure lock. The customer reattached the tubing at the lure lock and was able to successfully resume insulin delivery. There was no impact to the customer's blood glucose level.